Event description:
It was reported that log files revealed low voltage hazard events and no external power events on (B)(6) 2022 while using the mobile power unit (mpu) caused by a 22 second loss of power to the mpu. The emergency backup battery (ebb) enabled correctly. Follow up log files captured multiple low power hazard alarms on (B)(6) 2022 caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage/no external power alarms regarding the mobile power unit (mpu) were confirmed via the provided log files. Two log files were reviewed, collectively containing data spanning approximately 11 days (08apr2022 ¿ 14apr2022 per timestamp and 20apr2022 ¿ 25apr2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2022 at 3:00 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system. A low voltage hazard alarm was also observed on (B)(6) 2022 at 4:28 while the mpu was in use. This alarm appeared to have been caused by a similar loss of ac power condition, as the rsoc steadily decreased; however, the alarm resolved within approximately 2 seconds of activation when power was restored to the system, before a no external power alarm could become active. No other notable events regarding the mpu were observed. The mpu (serial number (B)(6)) was not returned for analysis. The root cause of the reported events was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was observed to have been manufactured with the ac v-lock power cord. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.